Event description:
An 81 yr old male witnessed cardiac arrest. AED unit would not allow pt's cardiac rhythm to be analyzed to determine it a shockable rhythm was present. Unit display showed "monitoring only".